Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9. Date device returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procodes: gfa, gff, hwe; h3, h6: product code: 310.230; lot: 134p591; manufacturing site: bettlach; release to warehouse date: june 15, 2021; expiry date: n/a. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Visual inspection: the drill bit ø2.5 l180/155 2flute was received at juarez analysis site for investigation. The visual inspection revealed that the distal tip of the device was broken, no other damages or anomalies were observed on the device. The received condition noted on the device was consistent with the complaint condition thus the complaint was confirmed. Dimensional inspection: measured dimensions: shaft diameter = conforming. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Conclusion: the overall complaint was confirmed for the received drill bit ø2.5 l180/155 2flute as the distal tip of the device was broken. Although no definitive root-cause can be determined it is possible the device experienced unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during open reduction internal fixation of fracture in tibia and right fibula at the moment of drilling, the drill bit broke. No pieces remained inside the patient. Procedure was completed successfully without any surgical delay. This report is for one (1) drill bit ø2.5 l180/155 2flute. This is report 1 of 1 for complaint (B)(4).